Manufacturer narrative:
(B)(4). The peritonitis event was manifested by cloudy effluent. On an unreported date, pd therapy was discontinued, the patient¿s pd catheter was removed, and the patient was switched to hemodialysis therapy. At the time of this report, the patient had not recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as the event onset, the patient started treatment with intraperitoneal teicoplan (200 mg once a day; duration not reported) and intraperitoneal tobramycin (80 mg once a day; duration not reported) for peritonitis. Dianeal therapies remained ongoing. The patient's recovery status and outcome of the event were not reported. At the time of this report, teicoplan and tobramycin therapy remained ongoing. No additional information is available.